Manufacturer narrative:
Units 11 years old. Technician was informed to replace the casters. Repair not yet complete.

Event description:
Facility alleged that the casters were swiveling while in brake. No injury reported.